Manufacturer narrative:
The insulin pump had unresponsive button then button error alarm due to corroded keypad traces. No moisture damage was found on electronic assembly and motor. The pump also had missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error and moisture damage from the insulin pump. The customer's blood glucose reading was 65 mg/dl. The customer treated for low reading with breakfast. The customer stated that she was at the gym. The customer stated that the button error occurred right after the pump was exposed to moisture. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.